Event description:
The dentist reported the abutment screw fractured. During removal of the fractured screw, the patient swallowed the lower portion of the screw and the other fragment was lost during extraction. No adverse affects were experienced by the patient.

Manufacturer narrative:
The device was reported to be unavailable for return.

Manufacturer narrative:
The product was not returned, therefore the complaint cannot be verified. No lot number was provided for review, therefore a device history record or complaint history review could not be completed. A definitive cause could not be determined.(B)(4)